Manufacturer narrative:
The device was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) recorded atrial tachy response (atr) episodes which showed some noise on shock electrogram. The noise on the shock electrogram was likely movement related to myopotential. Initially t-wave over sensing was suspected but afterwards it was ruled out. Biventricular pacing appeared to be showing up on atrial channel, therefore, adjusting cross chamber blanking period was recommended. This would prevent the atrs from occurring. The crt-d remains in service at this time. No adverse patient effects were reported.